Manufacturer narrative:
Investigation summary: bd received 7 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced foreign matter within the tube. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that there were obvious impurities in the tube separation.